Event description:
It was reported that this implantable cardiac defibrillator (ICD) exhibited what appeared to be premature battery depletion, as longevity was not as expected. Technical services (ts) reviewed remote monitoring data and noted a gradual rise in shock lead impedance measurement high out of range, greater than 125 ohms. Ts discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service.